Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the investigation of the returned matrix screw has shown that the thread flanks at the screw shaft are damaged and flattened. The loose metal curls as described in the event description were not returned for further investigation summary: the complaint description can be confirmed as in the current condition of the matrix screw with the completely flattened thread flanks a locking in a bone is impossible. The anodized layer is worn away at all damages, which clearly indicates that they were caused post-manufacturing by an excessive mechanical force during surgery. That the thread flanks at the shaft below the screw head are damaged indicates that the shaft was in contact with the plate. Therefore we have to assume that the screw was inserted in an inappropriate angle, that this caused the damages at the threads and finally the complained malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection: drawing/specification review:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : this mre review is for sterilization procedure only . Part: 04.511.206.04s, lot: 4l88826, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 05.jun 2019, expiry date: 01.may 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part 04.511.206.04c / h860551 was manufactured in us, monument. Manufacturing date: 25-mar-2019. Part number: 04.511.206.04c, 1.85 mm ti matrix screw self-tapping/6mm. Lot number: h860551 (non-sterile) . Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. This lot met all-dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number:21015, tialnbr14.00. Lot number: h692284. Certified test report by the supplier was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all-dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional lot#: 5l64375. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, threads of a screw in question were torn while inserting it into plate. No fragments were generated. Procedure completed successfully without any delay. No consequence to patient. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. This report is for one (1) 1.85mm ti matrix screw. This is report 1 of 1 for (B)(4).